Manufacturer narrative:
A united states (u.s.) Customer contacted a siemens customer care center to report a falsely depressed carbon dioxide (co2) result obtained from one patient sample on a dimension vista 1500 instrument. Quality controls (qcs) recovered within ranges on the day of the event. The customer reported the samples were pre-spun. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse found low results for a service method test (smt). Then, the cse verified the belts and replaced the sample probe 3 (s3) mixer. Siemens further evaluated the issue and determined that the s3 mixer potentially contributed to the falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed carbon dioxide (co2) result was obtained from one patient sample on a dimension vista 1500 instrument. The erroneous result was not reported to the physician(s). The patient sample was repeated on an alternate dimension vista 1500 instrument. The repeat result was higher than the initial result. The repeat result was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.